Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation

Event description:
Patient underwent l3-4 transforaminal lumbar interbody fusion, instrumentation, extension from l4-5, and thoracic laminectomy of spinal cord stimulator revision. During surgery, rhbmp-2/acs, peek spacer, rod and screws were used. Post-operatively, patient sustained unspecified injuries